Event description:
It was reported that doctor performed a total knee replacement and applied cuff to pt personally. Set pressure to 350 (34" disposable cuff) and the pt continuously bled through the case. The machine allegedly did not alarm and cuff was correctly inflated and positioned. The pt was 81 year olds. The dr believes the blood loss was minimal and was not life threatening to the pt.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.